Manufacturer narrative:
The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient implanted with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) developed a (B)(6) infection in the device pocket and xiphoid incision area. The device and electrode were explanted and the patient was placed on antibiotic treatment. No additional adverse patient effects were reported.